Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose greater than 250mg/dl, but less than 500mg/dl, with small ketones, and nausea, associated with an alleged cartridge cap issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the cartridge compartment was cracked, and the cartridge cap was loose and stopped the delivery of insulin. The patient¿s healthcare provider made changes to the pump basal rate. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported as an issue with the pump casing.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-jan-2019 with the following findings: during investigation, the cartridge compartment was found to be cracked. Unrelated to the original complaint, the battery compartment was observed to be cracked.